Manufacturer narrative:
Concomitant medical products: dtba2d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device system was removed due to a pocket infection. Redness was observed at the pocket site and the patient was noted to have had a fever. No further patient complications have been reported as a result of this event.